Event description:
It was reported that this lead exhibited noise. Review of the device data revealed the pace impedances for this lead gradually decreased throughout the previous year, but remained within normal limits. Boston scientific technical services attributed the clinical observations to a lead issue. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).